Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed in which the pressure regulating balloon (prb) and the cuff were removed and replaced as it was confirmed that there was a crack in the balloon connecting tube. The cause of the balloon connecting tube crack was not detailed by the hospital. After this procedure, the patient is in good condition.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff and balloon underwent a thorough analysis. Both components were visually and microscopically examined, and leak tested. No anomalies were found. Based on the information available and analysis results, the product analysis showed functionality of the device was as designed and the cause that contributed to the reported clinical observation was not identified.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed in which the pressure regulating balloon (prb) and the cuff were removed and replaced as it was confirmed that there was a crack in the balloon connecting tube. The cause of the balloon connecting tube crack was not detailed by the hospital. After this procedure, the patient is in good condition.

Manufacturer narrative:
Updated e1 initial reporter address and city. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff and balloon underwent a thorough analysis. Both components were visually and microscopically examined, and leak tested. No anomalies were found. Based on the information available and analysis results, the product analysis showed functionality of the device was as designed and the cause that contributed to the reported clinical observation was not identified.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed in which the pressure regulating balloon (prb) and the cuff were removed and replaced as it was confirmed that there was a crack in the balloon connecting tube. The cause of the balloon connecting tube crack was not detailed by the hospital. After this procedure, the patient is in good condition.